Event description:
Event description guidant received information that this implantable lead exhibited noise on the rate/sense electrogram (egm), and this inhibited pacing. The lead measurements are normal. The noise is noted on inspiration, and may be related to sleep apnea. Additional information provided suggests that the oversensing occured at least sensitivity, and the patient was symptomatic.